Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was re-admitted to the hospital due to pump thrombus and the pump was subsequently exchanged. No further information was provided.

Manufacturer narrative:
The report of thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor, which was pulled out with this thrombus upon opening the pump. Although a specific cause for the development of the observed formation could not conclusively be determined, its laminated structure and areas of denaturation indicated that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Upon removal of the observed formation, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 3.5 months. The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.